Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found, that the complained issue could be duplicated. Wear and tear caused the ez deflate assembly to leak air. The problem source is unknown. DHR review was done. No issues related to the original complaint were found.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the switch is not working on the warming device. There was no additional information provided.

Manufacturer narrative:
Corrected data: event date updated. Found during training other staff. No adverse effects other than the site has been without a rapid infuser since that time.